Event description:
It was reported by the patient that they were told at a device check that there is a kink in the lead. Follow-up information was received from the clinic indicating that there are no kinks in the right ventricular (rv) lead. The rv lead had no capture and output was increased. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (b)(6 2005. (B)(4).